Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that the issue was caused by low voltage in the c-mos battery. Analysis found that the reported event was related to a computer component issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer needed to be replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. The caller indicated that the computer did not boot up and there was no signal to either of the monitors. No patient was involved and the computer was replaced to resolve the issue.